Manufacturer narrative:
Device labeling: single use or reuse. Results: no results available since no eval performed. Conclusions: device not returned. No eval will be performed. Unable to confirm complaint.

Event description:
On (B)(6) 2013, a pt contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this forum, (B)(6). Our firm posted a statement on the forum requesting any poster who experienced an event with acuvue products to contact us. Company contact info was provided. On (B)(6) 2012 the complainant posted the following: "I can't tell you how glad I am I ran across this thread. My new eye doctor had me switch from my acuvue 2s (which I never had problems with!) To the advanced and then oasys. About a month after I started using them, I noticed my eyes were extremely dry and I went to the doctor thinking I scratched my cornea. Since (B)(6), I've been in the emergency room twice, the urgent care 3 times, 2 allergy specialists, a dermatologist and to the eye specialist twice. My eyes get super teary and crusty, and my eyelids (the right more than the left) will swell up to triple its size to the point they are swollen completely shut." The MDR for the patient's other eye is documented in MDR 1033553-2013-00165. "It's painful, in fact, I had an episode yesterday afternoon, so today it's still slightly swollen and hurts terribly. I do not sleep in contacts, I throw them out every two weeks, so I never thought that contacts were the culprit. My eye specialist mentioned it could possibly be these acuvue oasys contacts and that he's had other patients have problems with them. I didn't think it was that because I've never had contact problems before. But last time I was there, he gave me a pair of my trust old acuvue 2's, and I wore them 2 weeks without an incident. It was time to throw them out, so I had no choice but to put a fresh pair of oasys in 3 days ago, and bam, I have an episode. Beware of acuvue advanced and oasys! I've missed a lot of work and accrued a ton of medical bills because of this! It's been a painful and embarrassing experience because my eyelids swell up within 15 minutes. There has been a couple occasions that I didn't even know it was happening and someone had to pull me aside and have me go look in the mirror. I've gone through 3 regiments of steroids and steroid shots in order to stop the swelling! Very painful and very expensive to fix! Now I am stuck with 9 months' worth of oasys contacts that cost me a pretty penny!" The complainant's profile was no longer available on the site. Unable to send a message to this patient. Unable to request lot info or product for investigation. The severity of the alleged injury is unk. This event is being reported as worst case. If add'l info is received, will report within 30 days of receipt. (B)(4).